Event description:
Related manufacturer reference number: 2017865-2022-14549; related manufacturer reference number: 2017865-2022-14550. It was reported that the patient has complaint about pain at the pacemaker site and has electively opted to have pacemaker system removed. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
Interrogation results were normal and visual screen were acceptable. Preliminary test results acceptable as well.